Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with an infection. Follow-up with the patient¿s pd registered nurse revealed the patient presented to the emergency room on (B)(6) 2021 with abdominal pain and cloudy effluent fluid. A peritoneal effluent culture and cell count (elevated wbc, result unknown) were obtained, and the patient was admitted for peritonitis. The patient was started on intraperitoneal (ip) vancomycin and fluconazole (doses, duration, frequency not provided). The peritoneal effluent fluid cultures returned positive for candida tropicalis (fungal) and the antibiotics were continued. Due to the fungal infection the patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2021, and a hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient transitioned to hd for rrt on (B)(6) 2021 with good success. There is no plan at this time for the patient to return to pd therapy. The pdrn stated causality was unknown at this time, however there is no concern any fresenius device(s) and/or product(s) malfunctioned or did not perform as expected. The patient remains hospitalized and is recovering from the events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the patient¿s hospitalization for fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization. While hospitalized the patient underwent antibiotic therapy, the surgical removal of his pd catheter (not a fresenius product) and transition to hemodialysis (hd) therapy for renal replacement therapy (rrt). The etiology of the fungal peritonitis is unknown; therefore, causality cannot be determined. However, the pdrn reported there is ¿no concern¿ a fresenius device(s) and/or product(s) malfunctioned or did not perform as expected. Most fungal peritonitis (fp) events are caused by the candida species, and frequently result in the removal of the pd catheter. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse event(s). Esrd patient¿s undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with an infection. Follow-up with the patient¿s pd registered nurse revealed the patient presented to the emergency room on (B)(6) 2021 with abdominal pain and cloudy effluent fluid. A peritoneal effluent culture and cell count (elevated wbc, result unknown) were obtained, and the patient was admitted for peritonitis. The patient was started on intraperitoneal (ip) vancomycin and fluconazole (doses, duration, frequency not provided). The peritoneal effluent fluid cultures returned positive for candida tropicalis (fungal) and the antibiotics were continued. Due to the fungal infection the patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2021, and a hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient transitioned to hd for rrt on (B)(6) 2021 with good success. There is no plan at this time for the patient to return to pd therapy. The pdrn stated causality was unknown at this time, however there is no concern any fresenius device(s) and/or product(s) malfunctioned or did not perform as expected. The patient remains hospitalized and is recovering from the events.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with an infection. Follow-up with the patient¿s pd registered nurse revealed the patient presented to the emergency room on (B)(6) 2021 with abdominal pain and cloudy effluent fluid. A peritoneal effluent culture and cell count (elevated wbc, result unknown) were obtained, and the patient was admitted for peritonitis. The patient was started on intraperitoneal (ip) vancomycin and fluconazole (doses, duration, frequency not provided). The peritoneal effluent fluid cultures returned positive for candida tropicalis (fungal) and the antibiotics were continued. Due to the fungal infection the patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2021, and a hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient transitioned to hd for rrt on (B)(6)2021 with good success. There is no plan at this time for the patient to return to pd therapy. The pdrn stated causality was unknown at this time, however there is no concern any fresenius device(s) and/or product(s) malfunctioned or did not perform as expected. The patient remains hospitalized and is recovering from the events.